Event description:
(B)(4) study. Same patient as MFR report # 2134265-2013-02322 and 2134265-2013-02324. It was reported that following a coronary artery stenting treatment procedure, the patient experienced angina. Lesion 1 was a de-novo ostial lesion, located in saphenous vein graft (svg) to right posterior descending artery (r-pda) with 80% stenosis and was 14.00 mm long with a reference vessel diameter of 3.50 mm. The physician treated the lesion with direct stent placement using a 3.50 x 20 mm taxus liberte stent. Following post dilatation, residual stenosis was 0%. Lesion 2 was a de-novo long lesion, located in the left main coronary artery (lmca) and extending to the proximal left anterior descending (lad) artery with 75% stenosis and was 14.00 mm long with a reference vessel diameter of 3.50 mm. The physician treated the lesion with rotational atherectomy, pre-dilatation and placement of a 3.00 x 20 mm taxus liberte stent. During the index procedure, post deployment of the 3.50 x 20 mm taxus liberte stent in ostial proximal portion of svg to r-pda, "significant waisting in the mid portion of the balloon" was noted due to eccentric fibrotic tissue. Hence, the stent balloon was removed and replaced with 3.50 x 15 mm quantum balloon catheter. The study stent was post dilated using the quantum balloon, following which, the balloon ruptured. In addition, "some eccentric waisting" was noted in the quantum balloon, so the balloon was removed and replaced by a 3.50 x 15 mm non bsc balloon. After post-dilatation with the non-bsc balloon, the residual stenosis was 0%.following post dilatation, residual stenosis was 0%. The patient was discharged on aspirin and prasugrel. In (B)(6) 2013, the patient came for an office visit with complaints of increasing fatigue, weakness, sleepiness and dyspnea on exertion. The patient was referred for further evaluation. In (B)(6) 2013, the patient was hospitalized with the diagnosis of unstable angina. Cardiac catheterization was recommended. At the time of event, the patient was only on aspirin. Restenosis was discovered. The 90% proximal edge stenosis of the study stent placed in svg to r-pda was treated with balloon angioplasty and placement on 3.50 x 20 mm promus element stent. Following post dilatation, residual stenosis was 0%. The event was resolved without residual effects and patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by manufacturer: the device was not received for evaluation as it was implanted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.